Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting during prime. Customer stated that the display light was dimmer and had to place in light to read the screen. Customer stated that the insulin pump battery was out of range and rejects new batteries. No harm requiring medical intervention was reported. The insulin pump not will be returned for analysis.